Manufacturer narrative:
Other relevant device(s) are: product ID: h g-64, serial/lot #: (B)(4). Ubd: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endo anchoring system was used as an accessory device with a non-mdt stent graft system for the endovascular treatment of a 54.2mm abdominal aortic aneurysm on. Ten endoanchors were implanted during the index procedure. After the index procedure, it was reported the patient had a type ia endoleak, the event was assessed by the investigator as related to the index procedure. On the same date as the index procedure, the patient experienced atelectasis and epistaxis, the event was treated with medication and the patient was moved to a specialized facility. It was assessed as related to the index procedure and is reportedly continuing with treatment. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.